Event description:
A healthcare facility in the netherlands reported via fisher & paykel healthcare's ("fph") european office that the heater wire in the expiratory limb of an rt236 infant dual-heated evaqua breathing circuit ("the breathing circuit") had broken "at the top". Upon request for additional information in respect of the breakage, the healthcare facility further reported via fph's representative that the heater wire in the inspiratory (not expiratory as previously noted) limb of the breathing circuit had "stalled piece of plastic at the end of the circuit". It seemed that a heater wire of the breathing circuit had detached from its retainer clip. No patient consequence was reported.

Manufacturer narrative:
The rt236 breathing circuits are currently en route to fisher & paykel healthcare for investigation. No results and conclusions are, therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available. A lot check revealed no other complaints of this nature for this lot number. Our monitoring and trending of events involving detached heater wires in infant breathing circuits has a rate of occurrence of 16 ppm in the last year to october 2008.